Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that insulin pump was chipping away at the battery compartment. Customer's blood glucose was unknown. During troubleshooting, customer reported of being hospitalized on (B)(6) 2015 with blood glucose of 800 mg/dl. Customer was hospitalized due to extremely high blood glucose. Customer was hospitalized for five days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Customer states that high blood glucose may have been due to not receiving insulin possibly due to bent cannula. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.